Event description:
Customer reportedly received result of 431 mg/dl on the aviva system and 120 mg/dl on professional device within 10 minutes. Customer states she was vomiting with result of 431 mg/dl; no medical treatment received. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.